Manufacturer narrative:
Device evaluated by MFR.: a stent was returned for analysis on a mandrel, partially covered by a stent protector. The stent delivery system (sds) was not returned. A visual and microscopic examination of the returned crimped stent found the stent was completely dislodged from the sds and damaged. Damage was noted across most of the stent, the mid-section stent struts were the most highly damaged they were overlapping and bunched. The inner diameter (ID) of the returned stent protector was measured using pin gauge and the device was within specification. As the stent was damaged the crimped stent profile could not be measured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 20 synergy¿ stent was selected for use. During insertion into the guide wire, it was noted that the stent had deformed. Upon inspection of the deformation, the stent had dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 20 synergy¿ stent was selected for use. During insertion into the guide wire, it was noted that the stent had deformed. Upon inspection of the deformation, the stent had dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.